Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. All other measurements were within normal limits and the physician elected to continue monitoring the system. The ICD and this rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) channel. All other measurements were within normal limits and the physician elected to continue monitoring the system. The ICD and this rv lead remain in service. No adverse patient effects were reported. Additional information was received that a commanded shock was performed. The commanded shock was successful and the returned value was within normal limits. The system will continue to be monitored. No additional adverse patient effects were reported.